Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient experienced vaginal perforation. Date of procedure : (B)(6) 2017. Description of the event : vaginal perforation not seen during surgery : it was noticed during the first post operative visit (extrusion of the sling - right side) and patient doesn't have any symptoms. Treatment : no treatment. Follow-up and examination planned in 6 months. Status of the event : on going. Last patient's visit to the surgeon on (B)(6) 2018 ( device still implanted, no complication according patient's questionnaire). Next patient's visit planned on (B)(6) 2019. According the investigator, the event is related to the procedure.

Manufacturer narrative:
This follow-up MDR is created to document the additional event and device information received and the conclusion of the investigation. The device remains implanted. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of perforation, quality accepts the physician's observations. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 5116831. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.

Event description:
Additional information received indicated inadvertent perforation of the vagina with the right side of the mesh during surgery. The mesh persists exposed in the vagina, right side. Asymptomatic.